Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital, loss of capture was observed on the ra lead upon device interrogation. Significant increase in capture threshold and decrease in atrial sensed amplitudes were also noted. The physician stated that the atrial lead was affected when the patient had an open-heart surgery in the past. Programming changes were made. The patient was stable.